Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while programming a bolus. The patient's blood glucose at the time of incident was 130 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that the pump alarmed while he was working outside and sweating a lot. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will not be returned for analysis since the customer wants to keep the pump for a possible upgrade credit, and a replacement device was shipped to his residence.